Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamiton medical ag: was contacted about an mr1 with "fan failure". No patient harm or consequences reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the device generated a "fan failure" alarm. No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. The customer did not provide event logs for analysis. The root cause of the event was determined to be a faulty fan component. The fan was replaced, and the issue was resolved. The unit was returned to service.

Event description:
The following was reported to hamiton medical ag: was contacted about an mr1 with "fan failure". No patient harm or consequences reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: was contacted about an mr1 with "fan failure". No patient harm or consequences reported.